Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs charger box becomes hot and is warm to the touch. The patient stated that when the charger box became hot she was concerned and turned the charger off and waited two hours before continuing charging her scs ipg. A replacement charger was sent to the patient to address the issue. Follow-up on (B)(6) 2014 identified the patient reported the replacement charger resolved issue.